Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the user identified missing additive causing fibrin strands and erroneous results. The following information was provided by the initial reporter. The customer stated: the tubes are clotted after centrifugation and they brake down the ise siemens module by blocking the pipettor and the ise reagent and the k results are bad. The clot is a big mass, not only fibrin strands. Additional information received (B)(6) 2022:adding erroneous results per entry " k results are bad." - also being updated from clotting to fibrin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to device evaluation: h.6. Investigation summary: material #: 367957. Lot/batch #: 1039930. Bd received 10 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. However the failure mode for erroneous results was not observed in the photos. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for fibrin and erroneous results was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was not able to duplicate the customer¿s indicated failure mode, fibrin and erroneous results, because the defect was not evident in the testing of the retained or returned lot samples. Testing of the control, returned and retained lot samples demonstrated clinically acceptable performance. This complaint has not been confirmed based on the testing of the retained and returned samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin based on photos only. This complaint has not been confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Customer recommendations: sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting time) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. To assure a high-quality specimens several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. A review of specimen handling parameters should be reviewed for this tube type. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the user identified missing additive causing fibrin strands and erroneous results. The following information was provided by the initial reporter. The customer stated: the tubes are clotted after centrifugation and they brake down the ise siemens module by blocking the pipetor and the ise reagent and the k results are bad. The clot is a big mass, not only fibrin strands. Additional information received 2022-02-24:adding erroneous results per entry " k results are bad." - also being updated from clotting to fibrin.